Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (loose power cord/ loses power) has been confirmed. As received, the charger would not power on. The cause of the inability to power on is a defective power unit. The cause of the defective power unit is disconnected pins in the connector. The root cause for the disconnected pins cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the defective power unit. The patient received a replacement battery charger.

Event description:
A patient service rep (psr) contacted zoll customer support while assisting a (B)(6) female patient to report that the power cord was not secure causing the charger to lose power. The patient received a replacement battery charger.